Manufacturer narrative:
The technician found that one brake caster was bent and the other three were worn out which caused the brakes not to hold. The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that the brakes do not hold. No injuries occurred or reported.